Manufacturer narrative:
The lvad and system controller were returned to the MFR for eval and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted to the emergency room with low flows and a pump stop. The pump was exchanged due to suspected thrombus.